Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip was kinked when removed from the packaging. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 8779919 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 57 inches from the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the tip kink was not confirmed but the mapping catheter failed the returned product inspection due to a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.